Event description:
The plaintiff, alleged that plaintiff sustained an industrial injury which was diagnosed in 1999 for which the dept of labor and industries has paid worker's compensation. Plaintiff alleged that plaintiff studied social services and provided counseling, direct care and vocational education to residents of a facility. Plaintiff also alleged that plaintiff was employed at another school providing direct care and building adaptive equipment for residents. These facilities are both state schools for the developmentally disabled). Plaintiff also alleged that while at these facilities plaintiff was exposed to latex gloves provided by the facilities. Plaintiff further alleged that plaintiff suffered from inter alla urticaria, hives, allergic rhinitis, itchy and watory eyes, chest congestion, and dyspnea (wheezing and asthma). Furthermore plaintiff alleged that plaintiff has been diagnosed as suffering from type-I latex allergy. Plaintiff alleged that because plaintiff is sensitive to latex, plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff also alleged that as a result of plaintiff's exposure to latex gloves plaintiff has suffered severe and irreversible latex allergy. Plaintiff further alleged that plaintiff is restricted in entering any environment where plaintiff is exposed to latex proteins, alleging that entering such environments put plaintiff at serious risk for anaphylactic reaction. Furthermore plaintiff alleged that plaintiff must live plaintiff's life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Plaintiff alleged that plaintiff is restricted in plaintiff's life as to where plaintiff can go, and what plaintiff can do with plaintiff's life, with plaintiff's career, and with plaintiff's family. Plaintiff also alleged that plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital, for any purpose, is a health hazard. Plaintiff further alleged that plaintiff has suffered and will continue to suffer in the future, emotional distress, and an inability to engage in plaintiff's normal activities. Furthermore plaintiff alleged that plaintiff has suffered physical injuries, as well as despair, and loss of enjoyment of life, all of which are of a permanent and continuing and life threatening nature. Finally plaintiff alleged that plaintiff has suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.